Manufacturer narrative:
The complaint unit was received from the field for evaluation. Refer to evaluation # (B)(4) - microtip primed and cut successfully on all three cutting settings. Unit was disassembled to verify internal components. No damage or defects were found. Could not duplicate malfunction. The unit was disposed of after the evaluation due to the internal analysis of the handpiece. On (B)(4) 2014 the DHR for microtip lot 20713-06 was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. The sales rep did not report any facility information. The complaints database was reviewed during the months of (B)(4) 2013 for the distributor and showed that there were two complaints reported relating to microtip failures. No significant trend was observed.

Event description:
(B)(6) kept getting error messages with this kit.